Manufacturer narrative:
The customer reported that the ECG cables were not working and placed an order for new ones to address the problem. Philips has shipped the 5-lead set, grabber, iec, ICU and the 5-lead ECG trunk, aami/iec, 2.7m to the customer's address and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the ECG cables were not working.